Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg is inoperable. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Correction b1- product problem should not have been selected. Correction h6- health effect - clinical code 1924- failure of implant removed.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.